Manufacturer narrative:
The breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and found a communication error code . The fse replaced bd (breath delivery) central processing unit (cpu) pcb (printed circuit board) and installed ak version software. The fse performed est (extended self tests) and found the battery test failure error code due to bad backup power supply. The fse replaced the battery to resolve this issue. The fse calibrated flow sensors, expiratory valve, atmospheric pressure. The ventilator has passed electrical safety test,o2 calibration, performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator became inoperative and safety valve was opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the (B)(4) battery pack was returned to medtronic for failure investigation. Although the service engineer replaced parts, the battery pack was visually inspected and functionally tested with no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.